Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that when updating software, the system control board would fail and not update the power control firmware. System control board was replaced and the software was installed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect control board has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, when updating software the power switching board was failing. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the system control board was completed by medtronic personnel. When installed in a known operational imaging system, the key of the imaging system would not latch, leading to the board being unable to complete initialization unless the key was help. When turned, the lift and shift functionality would initiate.